Event description:
The ge oec 2800 fluoroscopy system had an issue on dowloading image to pacs. On system re-boot, images were under a different patient's demographics.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. It was believed that the operator error may have caused data mix. As a precaution, the hard drive was replaced and software re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.